Event description:
Device issue #1: foreign material in suture knot. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, all steps through foot deployment were successful; however, a piece of plastic, approx 1 inch in length was found wrapped in the suture knot. A femoral angiogram was taken to check and make sure there was no obstruction to the blood flow and nothing was left in the pt's vessel. The vessel appeared to be clear and blood flow was good. A second perclose at was used; however, after the suture was deployed hemostasis was not achieved. The second perclose at device was removed and hemostasis was achieved using a patch. Reportedly, the pt had good blood flow after arteriotomy closure and is doing fine. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Device #2: part 12337-04, lot #unk indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.